Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as multiple falls. The previous surgery and the surgery detailed in this event occurred 17 days apart. The healthcare professional indicated that there was a significant adverse event to patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. Firstly, there was a ncmr-49699 associated with the main part#508-40-103, glenoid, head w/retaining screw, rsp, 40mm/-4mm, which documents out of 20 part lot 7 parts were rejected due to scratches. Later the rejected parts were reworked and accepted after proper justification small scratches which has no impact on functionality. Secondly, there was another ncmr-50181 associated with the same part, which documents out of 20 parts lot 7 parts were rejected due to failure of laser mark engraving. Later the rejected parts were reworked and accepted after proper justification by spar. Thirdly, there was another ncmr-50401 associated with the same part, which documents out of 20 parts lot 5 parts were rejected due to scratches marks on rim. Later the rejected parts were reworked and accepted after proper justification by spar. Fourthly, there was an another ncmr-50311 associated with the same part, which documents out of 20 parts lot 5 parts were rejected due to scratches on the polished area. Later the rejected parts were reworked and accepted after proper justifications by spar. The devices were verified to have gone through an acceptable sterilization process and and were within its expiration date at the time of the previous surgery customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was reported as multiple falls. There were no findings during this evaluation that indicate the reported device were defective. No other information was submitted with the complaint regarding preexisting conditions of the patient or any activities the patient was involved in that may have contributed to the event. Agent has clearly mentioned that "patient fell", and due to the short time between previous and revision surgery, it seems that the event may possibly occurred due to lack of post-operative care, patient activities or trauma. There are multiple factors that may also contribute to an event that are outside the control of djo surgical.there are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as multiple falls. The previous surgery and the surgery detailed in this event occurred 17 days apart. The healthcare professional indicated there was a significant adverse event to patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were kept by pathology and not made available to djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. Firstly, there was a ncmr-49699 associated with the main part#508-40-103, glenoid, head w/retaining screw, rsp, 40mm/-4mm, which documents out of 20 part lot 7 parts were rejected due to scratches. Later the rejected parts were reworked and accepted after proper justification small scratches which has no impact on functionality. Secondly, there was another ncmr-50181 associated with the same part, which documents out of 20 parts lot 7 parts were rejected due to failure of laser mark engraving. Later the rejected parts were reworked and accepted after proper justification by spar. Thirdly, there was another ncmr-50401 associated with the same part, which documents out of 20 parts lot 5 parts were rejected due to scratches marks on rim. Later the rejected parts were reworked and accepted after proper justification by spar. Fourthly, there was an another ncmr-50311 associated with the same part, which documents out of 20 parts lot 5 parts were rejected due to scratches on the polished area. Later the rejected parts were reworked and accepted after proper justifications by spar. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was reported as multiple falls. There were no findings during this evaluation that indicate the reported device were defective. No other information was submitted with the complaint regarding preexisting conditions of the patient or any activities the patient was involved in that may have contributed to the event. Agent has clearly mentioned that "patient fell", and due to the short time between previous and revision surgery, it seems that the event may possibly occurred due to lack of post-operative care, patient activities or trauma. There are multiple factors that may also contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Manufacturer narrative: additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
4th revision surgery - due to multiple falls.